Event description:
It was reported that the right ventricular (rv) lead had low bipolar impedance. An insulation breach was suspected. The lead remains in use, however a replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4068 implantable pacing lead (B)(6) 2001.